Event description:
The complaint is reported as: insertion of sheath for planned pulmonary catheter insertion. Sheath inserted without problem and correct position of the wire verified by ultrasound on two levels. "Air comes in after insertion of the sheath during aspriation." Sonographicaly there is no pneumothorax and there is correct position of the sheath in the vessel. The sheath is removed. No visible damage noted. Same problem occurs with new sheath insertion. No patient harm was reported. It was reported a new sheath was used and another attempt performed successfully. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00155 and 3006425876-2023-00156. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3006425876-2023-00155 and 3006425876-2023-00156.

Event description:
The complaint is reported as: insertion of sheath for planned pulmonary catheter insertion. Sheath inserted without problem and correct position of the wire verified by ultrasound on two levels. "Air comes in after insertion of the sheath during aspriation." Sonographically there is no pneumothorax and there is correct position of the sheath in the vessel. The sheath is removed. No visible damage noted. Same problem occurs with new sheath insertion. No patient harm was reported. It was reported a new sheath was used and another attempt performed successfully. The patient's condition is reported as fine.